Event description:
On 3/26/99, patient used both arms to turn a heavy object. Ten minutes later, he experienced inappropriate shocks whenever he moved his arms. When pt was seen on 3/27, sensing & capture failure was observed.